Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that on the day the implant was placed, primary stability was not obtained upon insertion. Clinician reports deficient bone width. The site was not grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4)

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that on the day the implant was placed, primary stability was not obtained upon insertion. Clinician reports deficient bone width. The site was not grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications.